Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during maintenance the e360 ventilator had leak. There was no patient involvement. Covidien was not authorized to evaluate/service the device so the reported complaint could not be confirmed. A non-covidien service provider checked the ventilator and found flow sensor error. Cross checked expiratory flow sensor by stand by part and found expiratory flow sensor is faulty and needs to be replaced. Replaced the flow sensor. After replacing the flow sensor the ventilator is in working condition.